Manufacturer narrative:
Journal article: palussie`re, jean et al, ¿retrospective review of thoracic neural damage during lung ablation ¿ what the interventional radiologist needs to know about neural thoracic anatomy¿, cardiovasc intervent radiol (2013) 36:1602¿1613, doi 10.1007/s00270-013-0597-z. Device evaluated by MFR: the device was not returned for analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported via journal article that radiofrequency ablation (rfa) was performed with a leveen electrode. The patient presented with a stellate ganglion injury (combined with a brachial nerve injury). After rfa for a lesion in the superior lobe, the patient presented with grade 3 left ptosis and a left pupillary miosis (stellate ganglion area). The patient experienced sensory discomfort in the left forearm and the fifth finger of the left hand and pain as well as paresthesia without any motor dysfunction (c8¿t1 nerve area). Two (2) months later, the left ptosis and the miosis persisted, whereas the symptoms in the forearm and the finger had disappeared. Six (6) months later, surgical correction of the left ptosis was performed.